Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the thread was already too loose to hold the reservoir so the reservoir falls off. Customer's blood glucose value was 117 mg/dl. Insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, partial broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing button keypad overlay and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted.